Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported events could not be determined through this evaluation. Bleeding, right heart failure, cardiac arrhythmia, and death are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2017 due to multisystem organ failure. It was reported that the pump was functioning as intended for the patient's condition. The patient had multiple issues, including ventricular tachycardia and ventricular fibrillation, anemia and gastrointestinal bleeding, right heart failure, recent onset of delirium and decreased mental status, and failure to thrive. No autopsy was performed. No further information was provided.